Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The product was not returned for analysis, however, the device logs were reviewed and determined there was a memory corruption.

Event description:
Additional information was received that the patient was brought into clinic and the device was reprogrammed and ble functionality was restored to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, a loss of ble telemetry was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.